Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm and displacement tests. The insulin pump had a scratched lcd window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Additional cosmetic damages on the insulin pump include a scratched lcd window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a prime/rewind anomaly on the insulin pump. Customer's blood glucose is 440 mg/dl. Customer stated that she is stuck in the rewind complete/bolus delivery loop. Customer treated with a manual injection of apidra. Customer stated that she did not try to deliver a bolus while in the rewind/fill tubing process after sending her blood glucose reading to the pump via meter. Customer was advised to remove the battery for 11 minutes and was assisted with clearing out the battery out limit alarm. Customer was assisted with setting the time and date and the rewind/fill tubing process. Customer stated that the battery compartment and battery cap are not damaged. Customer did exit the rewind complete/bolus delivery loop and completed the fill tubing process successfully. Customer was advised that the loop occurred due to attempting a bolus while in the rewind/fill tubing process. Customer was advised that the insulin pump can be replaced.